Manufacturer narrative:
During an onsite visit the fse (field service engineer) performed successfully verification of system. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medwatch report received from a user facility reporting that three patients presented with central toxic keratopathy post lasik. Additional information received states that the patient is using topical antibiotic and steroid eye drops as well as an oral steroid.